Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Updating for new information ¿ additional information and the device have been received. Based on additional information and the evaluation of the device the failure is no longer reported as a material rupture and therefore is no longer determined to be reportable. This is based on the new information received and the results of the evaluation. The failure noted during evaluation was a kink. A kink is not known to cause or contribute to any injury. Therefore this complaint is now determined to be not reportable.

Event description:
It was reported that the balloon was damaged. The target lesion was the lower limb. The lesion had stenosis. The device was stored according to the IFU. There was no damage noted to the product packaging prior to use and there was no difficulty removing the device from packaging. The device was inspected prior to use and appeared to be normal. The device was prepped according to the IFU and there were no problems noted during the prep of the device. Reportedly the balloon was tortuously damaged. The device was inserted into the patient however the damage occurred prior to using the device. The device was removed from the patient. There was no other failure noted with the product after the procedure or prior to shipping the device. Another device was used to expand the lesion and the procedure was completed successfully. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device is not expected to be returned. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. There was no patient injury reported.